Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x12 mm xience sierra stent was implanted on (B)(6) 2018, in a calcified, 80% stenosed, coronary circumflex artery with thrombus present. On (B)(6) 2019 the patient returned showing symptoms of acute coronary syndrome and non-st-elevation myocardial infarction (nstemi). In-stent thrombosis was confirmed by optical coherence tomography (oct) and the patient was treated with balloon post-dilatation in the stent. The patient has been administered longer dual antiplatelet therapy medication. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect(s) of myocardial infarction and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.